Event description:
The customer reported that the device provided inaccurate measurements. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate spo2 measurements. No product performance issues were identified related to spo2 and pulse rate. The co parameter was not loaded onto device, therefore, no co testing was possible. Spmet readings could not be taken as the technology board software on the device requires both spmet and spco parameters to be loaded in order to function.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device provided inaccurate measurements. No consequences or impact to patient were reported.